Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neu rostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the caller working with a pt who had their system replaced last week with new lead and ins. Caller said pt's impedances were fine in the or and pt had been using program 1 since the implant. However, this week the pt noticed they couldn't increase stimulation past 0.3ma. Impedances were checked and caller indicated all pairs were showing orange. In clinic today, caller said that impedances were all orange but that they switched to program 2 and they could increase that program to 1ma and pt was feeling stimulation vaginally. Technical services had caller look again at impedance results. Caller then noticed that it was electrode 0 that showing as all pairs being >4 ,000 but that other pairs were showing green. They were going to program around the 0 electrode and see how pt did.